Manufacturer narrative:
Evaluation summary: there were kinks evident on the hypotube and distal shaft of the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 15th and 16th distal stent wraps with raised struts. Crimp impressions were visible on the exposed balloon surface. There was damage to the distal tip of the device. Additional information: in lieu of the review of the device and the observed stent deformation, it has been re-confirmed that the physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified and moderately tortuous distal rca lesion exhibiting 99% stenosis. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with issues noted. The lesion was pre-dilated using a 1.5 x 15 balloon inflated twice to 10 atm. During the procedure the device did not pass through a previously deployed stent. Resistance was encountered during delivery and excessive force was used. It was reported that the device failed to cross the target lesion. Therefore the physician replaced with another medtronic stent to continue the procedure. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.